Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 389133, lot# j0322100v, product type: lead. Product ID: 389133, lot# j0327098v, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient¿s previous ins had depleted normally, but the leads were damaged and ¿caused it to not work.¿ the patient did not know when they first realized that the leads were not working. The patient stated that they had to wait for their insurance to approve the replacement of the device. The patient had the system explanted and replaced on (B)(6) 2014. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.